Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a tego® connector began to leak blood during patient use. As per the report, the patient was disconnected from the dialysis machine and the tego started dripping blood, and the seal on tego had failed. It was further stated that the impact of the incident was blood dripping on the shirt of the patient. The device was not retained. There was patient involvement and no patient harm.